Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download showed findings related to complaint in receiver download: egv log and diagnostic chart do not show loss of connection occurred within the relevant dates of this investigation. The patient did not connect to the transmitter,therefore there was no loss of connection. Functional test station (B)(4) passed all tests. The receiver passed a pairing test with a known good transmitter. The reported event of loss of connection was not confirmed. The root cause cannot be determined.